Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 18 shocks due to oversensing wide qrs complex. Some of the shocks were appropriate, some were inappropriate, and some were ineffective. The root cause of the change in the qrs complex was complete left bundle branch block. Automatic optimization was performed and the device sensing vector was modified. A new secg template was saved and the smart pass feature was turned on. The device remains implanted and in service. Technical services (ts) reviewed the device data and reported that on (B)(6) 2020 there was a magnet applied to the device for several hours possibly due to potential device manipulation or cardiac surgery. Following that there was a change in morphology and smart pass was no longer enabled. Due to the signal no longer matching the template and the smart pass no longer activated the device oversensed the signal. On (B)(6) 202 the device recorded 6 untreated and 16 treated episodes with 22 shock deliveries. One additional episode was recorded on (B)(6) 2020 which resulted in 3 shock deliveries. Ts supported the troubleshooting that was already performed and noted that with the adjusted template and smart pass filter enabled there is a lower risk of double detection in the future. It was confirmed that the patient did have surgery in (B)(6) 2020 as suspected. Smart pass was re-enabled and a new reference template was stored.